Event description:
Reporter indicated that vns patient was diagnosed with left vocal cord paralysis that was caused by the vns device. The patient reportedly `feels like something is stuck in her throat.' The pt had a right temporal lobe tumor that was removed approximately nine months post vns implant. Since the tumor has been removed, the patient no longer has seizures and wants to discontinue vns therapy.